Event description:
Customer reported the system shut down during a case. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the surge suppressor. System operates as intended. (B) (4).